Event description:
It was reported that the customer had difficulty seeing the insulin pump screen. The blood glucose reading was not available at the time of the call. The customer called reporting that he would be returning the insulin pump because his doctor recommended that he did not need it. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.